Event description:
It was reported that the patient had a periprosthetic fracture of the proximal tibia from a fall.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.